Event description:
A malfunction was reported with the customer's insulin pump, identified by malfunction code malf 0, and it was confirmed that this did not cause the customer's blood glucose level to exceed 500 mg/dl. Corrective actions included the customer being instructed by technical support to put the pump into storage mode and return it using a pre-paid label. The customer acknowledged these instructions, and a replacement pump was sent by cts.